Event description:
Caller tested 5.0 inr and 5.6 inr on the coaguchek xs system; caller "feared bleeding," and went to the hospital where comparison labs returned as 2.29 inr and 2.26 inr. Meter/lab results were approximately 30 minutes apart. No treatment information provided. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).